Manufacturer narrative:
This report is submitted on february 20, 2024.

Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array (date not reported). There are no plans to reimplant the patient with a new device as of the date of this report. The implanted device remains.